Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cable failure could not be determined. The event can be prevented by following the instructions for use which state: ¿do not roll the camera cable smaller than 20 cm in diameter. Doing so may damage it. If the camera cable is curled, do not pull it forcibly, but gradually straighten it out. The camera cable may break. Do not bend, pull, twist or crush the camera cable. The camera cable may break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. The camera cable may break. Operate the endoscope by holding the camera head instead of the camera cable during use. The camera cable may break. Do not fix the camera cable with a pair or the like. The camera cable may break. Do not pull out the video connector by holding the camera cable. Doing so may apply excessive force to the camera cable and cause it to break¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had poor image quality. Upon inspection of the customer¿s returned device it was observed, the device had cable failure, due to which the image quality was poor. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed appearance defect was noted on the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.